Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a hi-pot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a hi-pot test. The cause for the failure was isolated to a short in the trunk cable section. The root cause for the short could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.